Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was in the 400 mg/dl range at the time of incident. Customer reported that they had to use multiple infusion sets because they had been coming off due to heat and moisture. Customer reported that they treated with insulin pump and insulin pen. The insulin pump will not be returned for analysis.